Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: during investigation, the keypad rubber was found to be undamaged and all the buttons responded properly to user presses. The keypad was removed and there was no contamination or damage found to the key¿s contacts. Unrelated to the original complaint, the audio bolus button cover and slug were found to be detached and missing. The pump¿s cover was removed and there was moisture corrosion found to the printed circuit board and to the continuous glucose monitor module.